Event description:
It was reported that the ventricular lead exhibited greater than 1900 ohms impedance in the bipolar configuration. High capture thresholds were at 4.0 v, 1.0 ms. The pulse generator was programmed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.